Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the customer was unaware of how to conduct a global search for patients. A technical support specialist guided the customer on how to search for patients globally. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was not displaying patients when utilizing the patient search function. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.